Event description:
The MFR has been informed that a pt experienced sudden death. The pt had recently undergone two follow-ups which showed good valve function and good sinus rhythm. The pt was reported by her family to be in good health, but was found dead the following morning.